Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, labeling/packaging processes of this lens that was the root cause of the complaint. During the review, it was found that the barcode on the lens box contained only the serial number. In order for the facility to view the diopter when the barcode is scanned, the facility would have had to manually enter the diopter and link it to the scanned serial number. Entering the incorrect diopter into their inventory system would result in a diopter that differs from that which is printed on the box and tray labels. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a probable root cause of the event has been determined to be likely due to a data entering error at the facility. (B)(4).

Event description:
The reporter indicated they received an aq2010v silicone three piece lens. They scanned the lens into their system and the lens scanned in as a 29.0 diopter but the lens was labeled as a 29.5 diopter. The lens was not used and there was no patient contact.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens returned in a sealed box. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).